Event description:
It was reported that the needle clipping device safe clip would only clip "7-8" "29g" needles during use. The needles had been used on the consumer's cat.the following information was provided by the initial reporter: "pet owner reported this safe clip will only clip 7-8 of her cat u40 syringe 29g. And can no longer clip with this . Advised this consumer to use the home sharps container for her pets syringes and with reasons. She wants to continue to use safeclip with her sharps container. "

Manufacturer narrative:
H.6. Investigation summary customer returned (1) bd safe clips from lot # 1334211. Customer states that they could only clip 7-8 of her cat's syringes with the safe clip and can no longer clip with this product. The returned safe clip was tested and was able to cut a cannula properly without any observed defects. Based on the samples received the investigation concluded bd was not able to duplicate or confirm the customer¿s indicated failure. A device history review was conducted for lot number 1334211. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle clipping device safe clip would only clip "7-8" "29g" needles during use. The needles had been used on the consumer's cat. The following information was provided by the initial reporter: "pet owner reported this safe clip will only clip 7-8 of her cat u40 syringe 29g. And can no longer clip with this . Advised this consumer to use the home sharps container for her pets syringes and with reasons. She wants to continue to use safeclip with her sharps container. "